Event description:
The customer reported ECG artifact during treatment with the prisma. The prisma pumps were paused to verify the artifact. The pt did not receive inappropriate medication. There was no pt injury or medical intervention.